Event description:
Swelling in right knee [swelling of r knee]. Aspirated 100 cc of yellow synovial fluid [effusion (r) knee]. Heat sensation [joint warmth]. Pain in her right knee [knee pain]. Case narrative: this case was cross referenced to 2018sa261005 and 2018sa263518 (cluster). Initial information received on 14-sep-2018 regarding an unsolicited valid serious case received from united states via physician. This case involves a 83 years old female patient who experienced swelling in right knee, heat sensation, pain in her right knee (latency: unknown) and aspirated 100 cc of yellow synovial fluid (latency: 1 day) , after she received the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment included use of synvisc one without any problems. The patient's past medical history, vaccination(s) and family history were not provided. On 13-sep-2018, the patient initiated synvisc one fifth time dosage 6 ml via intra-articular route (lot - 8rsl031, 31-mar-2021) for osteoarthritis on the right knee. On the same day afternoon, patient experienced swelling in right knee and heat sensation, pain in her right knee. On 14-sep-2018, patient was aspirated with 100ml yellow synovial fluid (not 1000ml) and patient then improved. There was no induration. It was reported that the patient did not have cultures performed. Fever was denied. No further information provided. On an unknown date, the patient recovered from all events after receiving corrective treatment with steroid injection and post knee aspiration. Corrective treatment: aspirated 100 cc fluid for swelling in right knee; salicylic acid, triamcinolone acetonide (kenalog), bupivacaine (marcaine), lidocaine for aspirated 100 cc of yellow synovial fluid steroid injection rest of the events outcome: recovered for all the events. Seriousness criteria: intervention required for all the events. A product technical complaint (ptc) was initiated on 27-sep-2018 for "synvisc one". Batch number unknown "8rsl031" global ptc number: 55612.the production and quality control documentation for lot 8rsl031 expiration date (mar-2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on batch record review and lot frequency analysis for lot 8rsl031 no CAPA was required. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. No safety issues were indicated in this review. As of 27-sep-2018, there were 5 complaints on file for 8rsl031 and all related sublots. Sanofi will continue to monitor complaints to determine if CAPA was required. Final investigation complete date was 27-sep-2018. Additional information was received on 14-sep-2018 from physician. Event of pain in her right knee added. Verbatim of swelling updated to swelling in right knee. Clinical course updated and text amended accordingly. Additional information was received on 27-sep-2018 in the form of investigation summary. Ptc results and number were added. Follow-up information was received on 04-oct-2018. No new information was added. Additional information received on 15-oct-2018 from physician. Outcome updated to recovered for all events and corrective added. Clinical course updated. Text amended accordingly. Additional information received on 22-oct-2018 from physician. Verbatim of aspirated with 1000 cc of fluid was updated to aspirated 100 cc of yellow synovial fluid and corrective treatment updated. Clinical course updated. Text amended accordingly. Additional information was received on 23-oct-2018 from health care professional.clinical course updated. Text amended accordingly.

Event description:
Swelling in right knee [swelling of r knee]. Aspirated 100 cc of yellow synovial fluid [effusion (r) knee]. Heat sensation [joint warmth]. Pain in her right knee [knee pain]. Case narrative: this case was cross referenced to (B)(4) (cluster). Initial information received on 14-sep-2018 regarding an unsolicited valid serious case received from united states via physician. This case involves a 83 years old female patient who experienced swelling in right knee, heat sensation, pain in her right knee (latency: unknown) and aspirated 100 cc of yellow synovial fluid (latency: 1 day) , after she received the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment included use of synvisc one without any problems. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2018, the patient initiated synvisc one fifth time dosage 6 ml via intra-articular route (lot - 8rsl031, 31-mar-2021) for osteoarthritis on the right knee. On the same day afternoon, patient experienced swelling in right knee and heat sensation, pain in her right knee. On (B)(6) 2018, patient was aspirated with 1000 cc of fluid. It was reported that patient was aspirated with 100ml yellow synovial fluid (not 1000ml) and patient then improved. She stated that the notes do not state whether the aspirate was sent for culture. There was no induration. Fever was denied. No further information provided. On an unknown date, the patient recovered from all events after receiving corrective treatment with steroid injection and post knee aspiration. Corrective treatment: aspirated 100 cc fluid for swelling in right knee; salicylic acid, triamcinolone acetonide (kenalog), bupivacaine (marcaine), lidocaine for aspirated 100 cc of yellow synovial fluid steroid injection rest of the events. Outcome: recovered for all the events. Seriousness criteria: medically significant for aspirated 100 cc of yellow synovial fluid and swelling in right knee and intervention required for all the events. A product technical complaint (ptc) was initiated on 27-sep-2018 for "synvisc one". Batch number unknown "8rsl031" global ptc number: 55612.the production and quality control documentation for lot 8rsl031 expiration date (mar-2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on batch record review and lot frequency analysis for lot 8rsl031 no CAPA was required. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. No safety issues were indicated in this review. As of 27-sep-2018, there were 5 complaints on file for 8rsl031 and all related sublots. Sanofi will continue to monitor complaints to determine if CAPA was required. Final investigation complete date was 27-sep-2018. Additional information was received on 14-sep-2018 from physician. Event of pain in her right knee added. Verbatim of swelling updated to swelling in right knee. Clinical course updated and text amended accordingly. Additional information was received on 27-sep-2018 in the form of investigation summary. Ptc results and number were added. Follow-up information was received on 04-oct-2018. No new information was added. Additional information received on 15-oct-2018 from physician. Outcome updated to recovered for all events and corrective added. Clinical course updated. Text amended accordingly. Additional information received on 22-oct-2018 from physician. Verbatim of aspirated with 1000 cc of fluid was updated to aspirated 100 cc of yellow synovial fluid and corrective treatment updated. Clinical course updated. Text amended accordingly.

Event description:
Swelling in right knee [swelling of r knee]. Aspirated 100 cc of yellow synovial fluid [effusion (r) knee]. Heat sensation [joint warmth]. Pain in her right knee [knee pain] . Case narrative: this case was cross referenced to (B)(4) (cluster). Initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from united states via physician. This case involves a (B)(6) female patient who experienced swelling in right knee, heat sensation, pain in her right knee (latency: unknown) and aspirated 100 cc of yellow synovial fluid (latency: 1 day) , after she received the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment included use of synvisc one without any problems. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2018, the patient initiated synvisc one fifth time dosage 6 ml via intra-articular route (lot - 8rsl031, 31-mar-2021) for osteoarthritis on the right knee. On the same day afternoon, patient experienced swelling in right knee and heat sensation, pain in her right knee. On (B)(6) 2018, patient was aspirated with 1000 cc of fluid. It was reported that patient was aspirated with 100ml yellow synovial fluid (not 1000ml) and patient then improved. She stated that the notes do not state whether the aspirate was sent for culture. There was no induration. Fever was denied. No further information provided. On an unknown date, the patient recovered from all events after receiving corrective treatment with steroid injection and post knee aspiration. Corrective treatment: aspirated 100 cc fluid for swelling in right knee; salicylic acid, triamcinolone acetonide (kenalog), bupivacaine (marcaine), lidocaine for aspirated 100 cc of yellow synovial fluid steroid injection rest of the events outcome: recovered for all the events. Seriousness criteria: medically significant for aspirated 100 cc of yellow synovial fluid and swelling in right knee and intervention required for all the events. A product technical complaint (ptc) was initiated on 27-sep-2018 for "synvisc one". Batch number unknown "8rsl031" (B)(4).the production and quality control documentation for lot 8rsl031 expiration date (mar-2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on batch record review and lot frequency analysis for lot 8rsl031 no CAPA was required. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. No safety issues were indicated in this review. As of 27-sep-2018, there were 5 complaints on file for 8rsl031 and all related sublots. Sanofi will continue to monitor complaints to determine if CAPA was required. Final investigation complete date was 27-sep-2018. Additional information was received on (B)(6) 2018 from physician. Event of pain in her right knee added. Verbatim of swelling updated to swelling in right knee. Clinical course updated and text amended accordingly. Additional information was received on 27-sep-2018 in the form of investigation summary. Ptc results and number were added. Follow-up information was received on 04-oct-2018. No new information was added. Additional information received on 15-oct-2018 from physician. Outcome updated to recovered for all events and corrective added. Clinical course updated. Text amended accordingly. Additional information received on 22-oct-2018 from physician. Verbatim of aspirated with 1000 cc of fluid was updated to aspirated 100 cc of yellow synovial fluid and corrective treatment updated. Clinical course updated. Text amended accordingly.